Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was not able to administer insulin based on a blood glucose test result resulting in hyperglycemia. The patient was hospitalized for 1 day. The blood glucose results at the hospital were not provided. The type of treatment provided to the patient at the hospital was unknown. No further information was provided regarding the accu-chek products and hospitalization.